Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had unresponsive buttons. The customer stated that they went on a slip and slide prior to the unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer also stated that the insulin pump got wet leading to the keypad issues. The customer was unable to tell if the time on the clock advanced when monitored for one minute due to the screen turning off and on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and cracked reservoir tube lip.